Manufacturer narrative:
No product was returned. The cause of the optical issue was related to the automated impella controller. The cause of the access site bleeding was use related to failure to follow instructions for the patients act values above the recommended 180. The device passed all post sterile inspection checks.

Event description:
The complainant indicated that a patient diagnosed with cardiomyopathy received an impella 5.5 device for mechanical circulatory support. The patient was admitted while awaiting a heart and kidney transplant. The pump was operational when it alarmed for aortic issues due to optical signal loss. The pump was correctly positioned. Additionally, the access site exhibited oozing, which necessitated the infusion of 2 units of red blood cells (rbcs). After 26 days, the patient passed away while on support. No transplant was performed before the patient's death.